Event description:
Upon taking over team after report, pt was on oscillator at map 53, op-83, it 33% hz 5. 100% o2 when assessing pt and ventilator, rptr noticed a burning smell inside the ventilator. Rptr notified the physician, who was also at the pt's bedside. Dr. Was asked his input on any further changes that might help the pt. Rptr increased the it to 50% decreased the hz to 4 and max'd out the op (80's) & the map (50's). The "bisc" flow was max'd out. Rptr voiced their concern with the physician in regards to the burning smell from the machine which was increasing; and the ventilator itself was shaking during ventilations. Shortly afterwards the ventilator suddenly stopped running. The pt was bagged with 100% o2, 20 peep via et tube & placed on an amadeus ventilator. Pt actually tolerated the transition quite well.